Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), product type: recharger g2. Foreign: au. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an imp lantable neurostimulator (ins) for unknown indications for use it was reported that the device was overheating. The circle of the recharger was heating up and causing discomfort. The patient controller was also heating up. There were no environmental/external/patient factors that may have led or contributed to the issue. Replacement was organized and the issue was not yet resolved. Additional information was received from the rep. It was reported that the heating occurred while recharging the ins. There was no d amage/fraying to the recharger. It was not stated whether or not the patient saw the no device found or poor recharge quality messages. It was noted that there was no physician involved.